Manufacturer narrative:
H3, h6: the cori drill long attachment, pn rob10015, sn (B)(6), intended for use in treatment, was returned for evaluation. A relationship between the reported event and the device was established. The reported event was visually confirmed. The wiper was missing. The most likely cause of this event is improper handling while cleaning. Refer to cori user manual for instructions for care, maintenance, cleaning and sterilization of smith & nephew orthopaedic devices. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored through complaint investigation and post market surveillance activities.

Event description:
It was reported that after a cori assisted surgery, the ri robotic drill attachment was missing the white plastic ring at the end (the wiper). It must have happened at some point between the end of a case and cleaning/sterilization, as this was not seen during the case. In the case before the hand piece performed as expected, so there was no impact to the surgery. There was not patient involved when this issue was found.